Event description:
According to the reporter, during a gastric bypass procedure after 2.5 hours, a small part of the ceramic cover of the jaw fell inside the patient cavity. The part fell from the proximal part of the fixable jaw. They took the piece out of the patient and continued the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found a piece of the bottom jaw over mold was damaged and disengaged. The disengaged piece was returned. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.